Manufacturer narrative:
(B)(4). The sample was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). On an unknown date ¿about a month¿ prior to death, the patient experienced weakness and was hospitalized for the event. It was reported the weakness was ongoing. During hospitalization the patient experienced cardiac arrest and passed away. Treatment for the event was not reported. The cause of death was due to cardiac arrest. It was reported pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.